Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump was under delivering the insulin. The customer blood glucose level was unknown. Customer stated no bent cannula and also high pressure test was passed. Mother thinks that the insulin pump was the cause because when she disconnects the pump at the qr, there was 0.6 units of insulin necessary for insulin to drip and this amount was the amount that he needs for a complete bolus, so she thinks that he does not receive enough insulin. The device will be return for analysis.